Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The 7000-ps is the connex spot monitor 35 watt power supply. No further information is available on the device at this time. The device is being returned to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
The customer reported they have a monitor which is mounted on a mobile stand with power supply mounted under the basket where the plug melted into the outlet. There were no allegations of injury. The customer believes the power supply to be the source of the issue and will be returning it for further investigation. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
The customer reported they have a monitor which is mounted on a mobile stand with power supply mounted under the basket where the plug melted into the outlet. There were no allegations of injury. The power supply was returned for investigation. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The power supply was received at hillrom service centre where it was preliminarily inspected. The power supply was then forwarded to the hillrom manufacturer for a thorough investigation. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. From investigation of the power supply, it is evident that a short occurred at the ac power input of the power supply. On reviewing the burn pattern on the pcb and the possibility of liquid ingress, the power supply had ac power applied in a short circuit state (tens of ohms to hundreds of ohms) to the extent that the ac input fuses did not open and current continued to flow, causing heat to be generated and a burn pattern to be formed. Based on this it is estimated that the burned pcba was resulted from a short caused by liquid ingress. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU, "before cleaning the monitor, disconnect the ac power cord from the mains outlet and the power source. Do not immerse or autoclave the monitor or accessories" and "warning liquids can damage electronics inside the monitor. Prevent liquids from spilling on the monitor." The cleaning instructions clearly state: "disconnect the ac power cord from the mains outlet.[...]wipe the ac power cord and the apm work surface power/usb cable assembly. [...]allow all components except the lcd screen to air dry". Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. There was no reported patient involvement or injury in this complaint, however, as this event could potentially lead to a serious injury or death if it were to recur, hillrom considers this complaint reportable.